Event description:
One lung ventilation procedure on an overweight patient with a difficult airway. Patient was intubated and they were in midst of [the] procedure when [the] anesthesiologist heard a hissing noise; it was from the connector breaking. Patient began to desaturate and they had to remove the tube and reintubate. The occurrence forced the procedure to be cancelled". Patient condition reported as "fine".

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be conducted since the lot number of the device was not provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16039 et tube, sher-I-bronch, ls, 39 fr for investigation. The et tube and both swivel connectors were returned. The y connector and suction catheters were not returned. The returned connectors were visually examined with and without magnification. Visual examination of the returned samples revealed that the tracheal swivel connector was broken on the 15mm side. The swivel connector is a component purchased from a supplier. A non-conformance was previously opened to further investigate this issue. Corrective actions were implemented under the non-conformance on (B)(6) 2022 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions.

Event description:
One lung ventilation procedure on an overweight patient with a difficult airway. Patient was intubated and they were in midst of [the] procedure when [the] anesthesiologist heard a hissing noise; it was from the connector breaking. Patient began to desaturate and they had to remove the tube and reintubate. The occurrence forced the procedure to be cancelled". Patient condition reported as "fine".

Event description:
One lung ventilation procedure on an overweight patient with a difficult airway. Patient was intubated and they were in midst of [the] procedure when [the] anesthesiologist heard a hissing noise; it was from the connector breaking. Patient began to desaturate and they had to remove the tube and reintubate. The occurrence forced the procedure to be cancelled". Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 5-16039 et tube, sher-I-bronch, ls, 39 fr for investigation. The et tube and both swivel connectors were returned. The y connector and suction catheters were not returned. The returned connectors were visually examined with and without magnification. Visual examination of the returned samples revealed that the tracheal swivel connector was broken on the 15mm side. The swivel connector is a component purchased from a supplier. A non-conformance was previously opened to further investigate this issue. Corrective actions were implemented under the non-conformance on 08jan2022 to prevent this issue from recurring. This sample was manufactured prior to the corrective actions. Corrected data: section h.6.-type of investigation - code 3331 removed as it was entered in error.